Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a radiofrequency ablation was performed on a soft tissue tumor (tumor diameter about 5 to 7 cm). The return electrode was attached to the back of the right thigh. After ablation, the return electrode was removed and no skin burns were initially observed. However, a subsequent physical examination confirmed a 4 cm burn in the lateral muscles at the area corresponding to the edge of the return electrode. The patient was prescribed medication for burns and their progress was monitored. During the procedure, a return current error occurred.

Event description:
It was reported that a radiofrequency ablation was performed on a soft tissue tumor (tumor diameter about 5 to 7 cm). Return electrode was attached to the back of the right thigh. After ablation, the return electrode was removed and no skin burns were initially observed; however, a subsequent physical examination confirmed a 4 cm burn in the lateral muscles at the area corresponding to the edge of the return electrode. The patient was prescribed medication for burns and their progress was monitored. There have been no infections since then, and the skin was recovering. During the procedure, a return current error occurred.

Manufacturer narrative:
Additional information: b1, b2, b5, d4 (model number, catalog number, expiration date, lot number and UDI), g3, PMA/510(k) #, h1, h3, h4, h5, h8. New information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5, h6 additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a radiofrequency ablation was performed on a soft tissue tumor (tumor diameter about 5 to 7 cm). Return electrode was attached to the back of the right thigh. After ablation, the return electrode was removed and no skin burns were initially observed. However a subsequent physical examination confirmed a 4 cm third degree burn in the lateral muscles at the area corresponding to the edge of the return electrode. The patient was prescribed medication for burns and their progress was monitored. There have been no infections since then, and the skin was recovering. During the procedure, a return current error occurred.

Manufacturer narrative:
Additional information: a3, b2, g3, g4, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the picture showed an open wound. No images of the device were provided. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the patient had a 4 cm third degree burn in the lateral muscles at the area corresponding to the edge of the return electrode. A potentially related device issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.